Event description:
It was reported that two revolve screws broke at the shaft.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The two screws were returned with a fracture approximately half of the screw length from the screw head. Only the proximal end of the screws were returned. The screws were inspected and all relevant dimensions of the screw assembly were measured. The dimensions were determined to be within specification. There are no signs of manufacturing defects or wear marks that could be attributed to the fracture. Analysis of the break surface is indicative of bending fatigue, which could be caused by excessive bending moments; however, it is not possible to determine the exact cause of the break. The following sections have been updated: b4, e1, e3, h2, h6, h10.